Event description:
It was reported that the customer received many alarms relating to her sensor and experienced discrepancies in her sensor readings compared to her blood glucose levels. The customer stated that the threshold suspend feature was activated as a result of a low sensor reading while her blood glucose was in normal range. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.